Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cgm mobile application shut off unexpectedly occurred. It was determined that the unexpected cgm app shut off was related to the mobile application. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.